Event description:
Pump battery would not charge as reported by the caller, who did not receive a power source alert. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Various troubleshooting steps like using different wall outlets and chargers did not resolve the issue, leading cts to replace the pump while ensuring customer continued using their current pump. Shipping and storage instructions were provided to the caller for returning the problematic pump.